Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received multiple power error alarm. After troubleshooting for the power error alarm, she is calling a few days later because the same alarm occurred. The customer's blood glucose was unknown. The customer was advised that insulin pump would need to be replaced. The insulin pump will not be returning for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded (B)(4)) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. The insulin pump also alarmed power loss and low battery due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. The insulin pump was received with minor scratched display window, case and keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.